Event description:
It was reported that the insertable cardiac monitor exhibited failure to be interrogated via bluetooth. Further information was requested but not received.

Event description:
New information received notes that insertable cardiac monitor was successfully interrogated at autopsy.

Event description:
New information received notes that the patient presented as deceased and the insertable cardiac monitor exhibited incomplete interrogation via bluetooth.